Event description:
It was reported that during a biopsy procedure, the device was allegedly unable to retract the needle. It was further reported that after multiple times the needle was retracted but then when the green button was pressed to release the needle, only half of the needle reappeared. Reportedly, the needle was needed to be removed using slight force and due to this, more pressure was applied to the area during after care to minimise any bruising and also advised the patient to take regular paracetamol. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.